Event description:
Report received of an undocumented number of undocumented incidents of extension sets leaking upon connection to the IV catheter. The customer reports that "when the male adapter is inserted into the IV catheter or groshong PICC line, they get an immediate leak of IV fluid coming up around the male adapter." The use of the extension set varies. Sometimes the set is capped off. Sometimes it is used with standard IV solution or antibiotics. There have been no delays of critical therapy. It has taken 2-3 set changes before a leak does not occur. There was one pt with a groshong PICC line that required 7 set changes and had minimal blood loss. No IV sites have needed to be re-started. The IV catheter the customer used is insight autogard, sizes 18g-24g. The extension set is used on every IV site, whether the pt is an inpatient or outpatient, an adult or pediatric. Their pediatric population is small and the leaks have occurred on adult pts primarily. No report of adverse pt effect. Additional pt info was requested, but no further info was available.